Event description:
It was reported that an arteriotomy closure of the mildly tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the proglide device could not be advanced into the anatomy due to the reported mild vessel tortuosity; therefore, the device was unable to be deployed. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficult to insert in the anatomy could not be replicated in a testing environment, thus the reported event was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficult to insert in the anatomy reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.